Manufacturer narrative:
The clinical team reported an unsuccessful sensor removal attempt on (B)(6) 2025 for a sensor located in the upper left arm, during which an incision was made; the sensor was not palpable prior to the incision, and the transmitter was used for localization, while ultrasound and a magnet were not used. At the time of the call, the user was reported to be doing well. The sensor was subsequently and successfully removed on (B)(6) 2026. Per dms records, the user is currently using the system with a new sensor and is receiving up-to-date information.

Event description:
Senseonics was made aware of an incident where clinical team reported an unsuccessful sensor removal attempt on (B)(6) 2025 for a sensor located in the upper left arm, during which an incision was made; the sensor was not palpable prior to the incision, and the transmitter was used for localization, while ultrasound and a magnet were not used. At the time of the call, the user was reported to be doing well. The sensor was subsequently and successfully removed on (B)(6) 2026. Per dms records, the user is currently using the system with a new sensor and is receiving up-to-date information.